Event description:
It was reported that the unit had a touchscreen failure. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.

Manufacturer narrative:
Date rec¿d by MFR : 04sep2019, failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance were out of spec. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a touchscreen failure. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.

Manufacturer narrative:
Date received by manufacturer: 19jun2019. Report date: 01aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.